Event description:
End user allegedly had a meter that would not give a reading. "Once she put the test strip in and puts blood on the strip, the meter shuts off. She has experienced this with both bottles of test strips. Meter does not and never did give an error message."